Event description:
An endurant ii stent graft system was selected for the endovascular treatment of a 9.1 cm diameter abdominal aortic aneurysm. It was reported that during preparation of the delivery system, the physician was unable to flush the device.the physician was able to advance the steering wire approximately midway through the delivery system before the obstruction was met. The proximal nose cone end hole was not open until the tech stuck the back end of the wire to create a hole. There was no damage to the packaging. The physician successfully completed the procedure using another medtronic device. No clinical sequelae were reported and the patient is fine.

Event description:
The device was returned for analysis. The complaint was confirmed; there was an obstruction at the distal end of the tapered tip lumen. The cause of the obstruction was due to hydrophilic coating entering the tapered tip lumen. The root cause of the event was most likely manufacturing related.

Manufacturer narrative:
Conclusion: manufacturing related.

Manufacturer narrative:
(B)(4).